Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot test was performed and failed due to receiver perpetual rebooting. The receiver was opened, and an internal visual inspection was performed and passed. The main board was disconnected from the ui board where it was found that the speaker sub-assembly and vibrator are functioning properly. Speaker and vibrator resistance were measured and were within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint due to user acknowledged some of the alerts before audio alert triggered. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.